Event description:
It was reported that the 2.2 seno advantage system performed a true size printing with incorrect scale annotation. A ge clinical specialist was conducting training for 2.2 seno advantage system at a customer site. During the training, the specialist selected true size option to print the image. The image on the screen was annotated to a scale of 1.00. When the image was printed using the print original tool, the specialist noticed that the scale annotated on the hard copy was 1.67. There was neither pt involvement nor injury reported. The concern is that healthcare professionals could make incorrect measurements based on the scale when planning a surgery or biopsy.

Manufacturer narrative:
An investigation is ongoing.